Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The adverse events listed in the package insert state "removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear; degenerative changes within the joint surfaces from disease or previous implants; implant materials producing particles or corroding." Based on the information provided, according to the surgeon it is reported the explantation of the tmj had nothing to do with the prosthesis itself but with the resorption of the lower bone. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported there was a revision of the stock tmj (temporomandibular joint) in (B)(6) 2016. The revision was due to resorption of the lower bone. A left custom tmj has been requested for this patient and is anticipated to be implanted on (B)(6) 2016.